Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was leaking water at the connection between the chamber dome and the chamber plate after one week of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was not returned to fisher & paykel healthcare n(B)(4). Our investigation based on the information provided by the customer and our knowledge of the product. Results: the hospital reported that there was a crack around the connection between the mr290 chamber dome and the base plate after one week of use. The complaint mr290 chamber had been discarded by the hospital. A lot check revealed that one other complaint of this type for lot number 111029. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. Every mr290 chamber is pressure tested to 8kpa (200cmh20) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa. (B)(4).